Event description:
It was reported that during a coil embolization procedure, a delivery wire arm was missing. An aneurysm located in the right iliac artery was being treated. A renegade catheter was inserted into the aneurysm and 12 interlocking detachable coils (idc) were deployed successfully. Another idc 24mm x 20cm was deployed and when the coil delivery wire was removed, it was reported that the interlocking arm of the wire was missing. 18 coils were deployed subsequent to this successfully. The procedure was completed successfully. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: only the pusherwire was returned. The coil was not returned. The pusher wire was inspected and the interlocking arm of the ss coil (pusherwire) was not attached. The ss coil was not stretched. The core wire was present 3 winds inside the ss coil which is consistent with manufacturing procedure. As the pusher wire was damaged, not all dimensions could be measured. All dimensions able to be checked were found to be within specification. The coiled section of pusher wire was analyzed using scanning electron microscopy (sem), and revealed that both the core wire and the ss coil were cut. There was no evidence of a solder being present at the end of the core wire or the distal end of the ss coil. The interlocking arm was not present at the distal end of the pusherwire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing because the distal portion of the returned unit was confirmed to be cut and unsoldered. (B)(4).

Event description:
It was further reported that the vessel was severely tortuous and flushing during deployment of the coil was intermittent.